Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 8/25/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional h3 investigation summary: six packets of product code x834 were returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needles by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fell into the patient's body? The needle did not fall into the patient's body.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used for a thoracic drain. During the procedure, the needle broke. There were no adverse patient consequences. No additional information was provided.